Event description:
Pt was admitted to or for replacement of tibial plate. The original insertion date was 1/24/95, between that date and current surgery date, 8/1/95, the plate was broken. The pt was in a cast when discharged following first hospitalization.